Event description:
Customer reported that the table shut down and would not move despite reset and reboot of table. According to the customer they could not move the table with the column keypad. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The log files of the device were reviewed and it could be confirmed a loss of function was recorded. According to the customer the tabletop was removed manually from the column after the event and surgical procedure. Following this the device was working as intended. A concrete root cause could not be determined. It is possible that a loss of contact between column and tabletop caused the malfunction. The loss of contact may have occurred by a foreign object between those two parts or a not correct fixed tabletop onto the column. No repair or exchange of a part was necessary. Based on this, no further action is required.

Event description:
Customer reported that the table shut down and would not move despite reset and reboot of table. According to the customer they could not move the table with the column keypad. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.